Event description:
It was reported that when the patient first received the implantable neurostimulator (ins) six years ago, the patient felt she was being electrocuted when she changed postures from standing to lying down. The patient was unfamiliar with how to use the patient programmer but once they figured out how to use it they were able to adjust. It was noted that the patient felt a similar shocking experience in an unrelated event. Additional information received reported that a healthcare provider (hcp) had a progress note for (B)(6) 2008, which indicated that the patient had pain radiating to arms and fingers.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).